Manufacturer narrative:
Additional information received on 21 june 2016 and includes: the revision took place on (B)(6) 2016. The surgery was completed successfully. Additional information received on 05 july 2016 and includes: no x-rays and pieces are available. On (B)(6) 2016 it was prepared a final report with the information submitted in this report and in the initial one. On (B)(6) 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 15 april 2016. Lot 122760: (B)(4) items manufactured and released on 05 november 2012. Expiration date: 2017-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 36 size s - 4, code 01.29.208, lot. 151161 (k112115). (B)(4) items manufactured and released on 24 april 2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Concerning lot 151161, on 18 april 2016 the ceramic manufacturer further confirms that "the component properties and microstructures as obtained from the quality documents accomplish the requirements. There are no indications of any pre-existing material defect". Device not yet explanted.

Event description:
The patient is experiencing pain when he runs. The patient would like a revision to reduce the pain when he runs. The date of the revision has not been planned, but is expected to be in (B)(6) of 2016. X-rays will not be available.